Manufacturer narrative:
There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures inspections and have met all criteria for release.

Event description:
It was reported that an iol CT lucia 621p was implanted and then removed from the patient's eye. The initial lens was explanted when it was noted that the lead haptic was amputated immediately after implantation. A second CT lucia 621p lens was used to complete the procedure.